Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, resulting in non-sustained right ventricular oversensing episodes. The noise could not be programmed around and no intervention was performed. The patient was asymptomatic and would continue to be monitored.